Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was getting ready to suspend the pump to take a shower and none of the buttons were working. Customer then received a button error alarm. Customer stated that she had been sweating all day and she has been under a pull up all evening. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with unresponsive buttons due to the corroded keypad traces. There were no button error alarms noted. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, and cracked battery tube threads.